Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was 170 mg/dl at the time of incident. Customer reports they received the open book image on the pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer stated that did not received prior to critical pump error. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, there's a huge white spot in the upper right hand corner of the display. Upon further examination of the interior of the device, there is corrosion on electrical board particularly around the battery connectors, and some visible water damage in the upper right hand corner of the lcd display. Unable to perform the displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the illegible partial display. Device received has a crack on the battery tube which starts at the corner of the belt clip rails.